Manufacturer narrative:
(B)(4). It was reported that this device was explanted due to aortic stenosis. Many factors can contribute to the onset of bioprosthetic valve stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The surgeon indicated that he felt this event was due to patient prosthesis mismatch. It appears that this event may have been due to patient and procedural related factors; however, the root cause of the stenosis cannot be confirmed with the available information. The device is not available for evaluation. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately four (4) years, was explanted due to severe aortic stenosis. It was reported by the surgeon that it was felt that the patient had prosthesis, patient mismatch. Operative findings: the aortic valve was competent and basically with no ai. The gradient in the operating room was about 30 mmhg in a resting state with low peripheral vascular disease. The device was replaced with another prosthetic valve. Postop-tee was satisfactory. There were no reported complications.